Event description:
It was reported that the pump intermittently did not enunciate high and low blood glucose alerts as intended. There was no reported impact to the customer¿s blood glucose level. Customer declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.